Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. At 30 day and 3 month follow ups, pt's worst angina status was reported as class I per (B)(6). It is reported that the pt expired approx 4.5 months post index procedure, the cause of death is unk.

Manufacturer narrative:
(B)(4). Results: (death).